Event description:
It has been reported that the products once they are used they break and get without tooth, so the surgeon cannot use them.

Manufacturer narrative:
Lot# 146825. Visual inspection; device history review; complaint history review; risk assessment. The returned device was confirmed to have a deformed tip upon visual inspection. The manufacturing records of this device were also reviewed and all units within the lot were inspected and accepted per specifications. The plausible root cause of the reported event is multifactorial and not determined.

Event description:
It has been reported that the products once they are used they break and get without tooth, so the surgeon cannot use them.